Event description:
The surgeon reported surface opacification of the intraocular lens at approximately 10 months post-operative. The surgeon reported that the pt has poorer vision. The lens remains implanted.